Event description:
It was reported that after cement was placed, surgeon realized that the tip was broken at ball: area was searched and the tip was not located. Surgeon believes it was cemented in patient.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. While a patient was involved, we are reporting this as a malfunction event, since no patient injury or patient concern was reported.